Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the endocrinologist office that the patient had a infection of the right side of the patient's abdomen that required antibiotics to treat it. The site had purulent discharge coming out of the site. The patient's blood glucose (bg) vlaues reached over 400 mg/dl.